Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 7:15 am, the patient's parent heard the patient calling for help. Upon entering the room, the patient was non-verbal and pointing toward his display device which displayed a "sensor error". Before the event occurred, the patient ate a peanut butter and jelly sandwich before the incident between 2:30 am-3:00 am. A fingerstick was taken and the blood glucose reading was 33 mg/dl. The parent attempted to administer oral glucose gel; however, the patient was unable to swallow as he began experiencing shaking and had a seizure. An ambulance was called by the parent. Upon arrival, ems recorded a rectal temperature of 94 degrees fahrenheit/34.4 degrees celsius, indicating hypothermia. Ems remained in the room for 10 minutes to stabilize him. They established an intravenous line and provided medication/fluids and nasal volume. The paramedics attempted a fingerstick but were unsuccessful due to heavy calluses on the patient's hands. Once he was somewhat stable, they provided glucose tablets and moved him to a stretcher. The patient was brought to the hospital. No further treatment was reported by the parent. The patient recovered and was discharged on the same day. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.